Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and passed. External visual inspection was performed and pass. Transmitter voltage test was performed and pass. (B)(4) pairing test/download was performed and pass. A review of the share log was performed and failed due to low counts aberrations was found within the investigation window. The allegation was confirmed. The probable cause was determined to be low counts aberration via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration via data. No injury or medical intervention was reported.